Manufacturer narrative:
The daq(data acquisition) board , power supply and monitor to daq board connector were replaced to fix the reported failure.

Event description:
The hospital reported that, the unit showed the "no inspiratory flow sensor" message upon boot-up. There was no reported patient involvement.